Manufacturer narrative:
Concomitant medical product: 419678 lead, implanted: (B)(6) 2012; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy (crt) pacing was lost due to t-wave oversensing (twos) post-ventricular pace of the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. No patient complications have been reported asa result of this event.